Event description:
It was further reported that the CPR dislodged the leads but lead fracture cannot be ruled out. It was also reported that the ipg was thought to not be damaged from the CPR. The lead high impedance was noted for one day and was taught to be related to lead dislodgement.

Manufacturer narrative:
No data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during dialysis treatment the patient became very cold and a cardiac arrest occurred. Cardiopulmonary resuscitation (CPR) was provided which brought the patient back after over three minutes. The patient broke eleven ribs due to the CPR. The following day, the implantable pulse generator (ipg) was reprogrammed and it stopped working. An false out of range impedance warning was also noted and the patient experienced an infection. The ipg system explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.